Event description:
The manufacturer received information alleging several ventilator services required related errors occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's control pressure sensor, proximal flow sensor, control flow sensor, and airstream temperature sensor all required replacement to address the issue. Additional findings not related to the malfunction/issue; the device evaluation indicated the internal battery also required replacement. No repairs were performed because the device was scrapped.